Manufacturer narrative:
The complaint of a complete break in the feeding tube is confirmed. The complete break in the feeding tube is the result of excessive force that was used during device manipulation, however, the exact mechanism of damage is undetermined at this time. The break site is located between the 1 and 3 cm depth markers. Mating the broken end (distal section that contains the retention dome) with the distal end of the middle section did not reveal a match. Comparing the complaint sample with a non-complaint sample reveals a 0.2 inch segment of tubing that is missing from the complaint sample. No damage to the retention dome was observed. Gross visual and microscopic examinations and functional testing shows no evidence of a defect of deformity related to the manufacturing process. A chr of lot # huui0607 showed no other similar product complaint(s) from this lot number.

Event description:
The physician was manipulating the external bolster and the internal bolster broke. An unplanned endoscope was completed to remove the internal bolster. No other complications.